Manufacturer narrative:
Date of report: 10jun2019. Date received by manufacturer: 14may2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that when the air is set to 10 liters per minute (lpm), the unit delivers 16 lpm. The technician advised the customer to replace the flow sensor assembly. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed air flow accuracy testing. There was no patient involvement.